Manufacturer narrative:
Device evaluation by manufacturer: a field service engineer (fse) confirmed 4273 hybrid cup transfer z-axis home overrun error message on the error log. The fse replaced the picking-up mechanism assembly for the hybrid arm. The fse performed adjustment of the hybrid arm cup transfer and verified proper macro test cup transfer test. The aia-2000 instrument was performing within specifications. No further action is required. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The aia-2000 operator's manual under a4. Appendix 4: error messages, states the following: 4273 hybrid cup transfer z-axis home overrun cause: the home sensor activated improperly after movement of the hybrid cup transfer z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported issue was due to a faulty picking-up mechanism assembly. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
A customer reported getting 4273 hybrid cup transfer z-axis home overrun error message on the aia-2000 instrument. The customer reported performing "all set home", but the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for alpha-fetoprotein (afp), beta human chorionic gonadotropin (bhcg), and intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Device evaluated by manufacturer. The cup transfer assembly was returned to tosoh instrument service center (isc) for further investigation. During investigation, the cup transfer assembly failed functional testing. The reported event could be confirmed. Corrected data: for corrected data refer device evaluation by manufacturer a 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 07-mar-2017 through aware date 07-apr-2018. There were no other similar complaints identified during the searched period. Event problem and evaluation codes conclusion code(s). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.